Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that inference was noted on this device classified as ventricular tachycardia. The patient was pacemaker dependent. An inquiry was made for technical review regarding why there was no evidence of noise back up pacing. No adverse patient effects were reported. Boston scientific technical services (ts) noted that the noise was slow and the noise window would have to be extended for a noise response pace. Ts noted that the patient experienced asystole for greater than two seconds. Ts discussed possibly evaluating the right ventricular lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted the device was reprogrammed to fixed sensing and the minute ventilation was turned off, the patient will continued to be monitored in three month intervals. An x-ray did not reveal and abnormalities and electrical measurements appeared normal. No further action was taken.

Event description:
Additional information noted that the patient experienced dizziness as a symptom due to a known noise issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this pacemaker was explanted due to a battery status of elective replacement indicator (eri). It was noted that there were ongoing noise issues and occasional high out of range right ventricular (rv) pacing impedance measurements during the lifetime of the device. During the revision, the other manufacturer's rv lead was surgically abandoned and replaced. This pacemaker was explanted and returned for analysis.